Event description:
A customer observed biased qc results for hbsag on the vitros eci system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased results were reported, and there was no report of pt harm as a result of this event.